Event description:
It was reported that a patient underwent a cholecystectomy procedure on (B)(6) 2021 and absorbable hemostat was used. A (B)(6) male patient with cholecystitis underwent cholecystectomy. The surgery was prolonged, cholecystitis and bleeding from the liver bed that couldn't be stopped with diathermia or tamponade. Hemostat treatment was used to stop the bleeding adjacent to the liver bed. The surgeon believes that he used one or two units of 2.5x5cm. The lot # is unknown. According to the surgeon the use of the hemostat was not recorded in the surgery report as this is not the type of product he would normally record. On (B)(6) 2022, the patient was diagnosed with infection and re-hospitalized. The patient was treated with antibiotics and underwent a CT guided drainage procedure to drain the collection under CT and was released from hospital on (B)(6) 2022. The cultures taken on (B)(6) 2022, came back with e-coli and enterococcus. According to the surgeon, the infection could have been caused by various contributors including bile, reusable surgical instruments, etc. Various re-usable sterilized instruments and devices were used during the surgeries. Additional information was requested

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please provide the following patient demographic information, if available: weight and bmi at the time of index procedure? 24.2 bmi. What were the diagnosis and indication for the index surgical procedure? Symptomatics gallstones. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Copd and gerd. It¿s stated that the surgeon believes the absorbable hemostat may have been surgicel. Please confirm that surgicel product code 1961 was used. It's most likely to be 1961. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Active bleeding. Where was the surgicel used (on what tissue)? Gallbladder bed. How much surgicel was used during the procedure? Fibrillar 2/5*5 2 pieces. How was the surgicel placed? Above the bleeding site. Was any additional surgical or medical intervention performed? No what is physician¿s opinion as to the etiology of or contributing factors to this event? Inflamanted area+ bleeding + surgicel (foreign body). Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative infection? No. What is the patient¿s current status? Recovered. At home. What was the antibiotic therapy used to treat the patient¿s infection? Cestriaxon and metronidazol. Event related to mw # 2210968-2022-00538.